Manufacturer narrative:
510k: this report is for (1) unknown - screws: 4.0 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal of one (1) variable angle locking compression plate (lcp) lateral distal fibula plate, one (1) lcp low bend medial distal tibia plate, five (5) 2.7 va locking screws, four (4) 3.5 cortex screws, one (1) 4.0 cannulated screw, four (4) 2.7 cortex screws, and five (5) variable angle (va) locking screws due to pain. The devices were originally implanted on (B)(6) 2017. All implants were removed successfully with no issues. It was unknown if there was a surgical delay. Patient and procedure outcome was unknown. This complaint involves seven devices totaling (21). This complaint is for (1) screws: 4.0 mm cannulated. This report is 5 of 7 for (B)(4).

Event description:
It was reported that on (B)(6) 2018 the patient underwent hardware removal of one (1) variable angle locking compression plate (lcp) lateral distal fibula plate, one (1) lcp low bend medial distal tibia plate, five (5) 2.7 va locking screws, four (4) 3.5 cortex screws, one (1) 4.0 cannulated screw, four (4) 2.7 cortex screws, and five (5) variable angle (va) locking screws due to pain. The patient will eventually need an ankle fusion. The devices were originally implanted on (B)(6) 2017. All implants were removed successfully with no issues. It was unknown if there was a surgical delay. Patient and procedure outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.